Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 500 mg/dl at the time of the incident. The customer stated he was not paying attention to his health condition caused the hospitalization. The time of the hospitalization was 9pm and the date of the hospitalization was (B)(6) 2015. The insulin pump will not be returned for analysis.